Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: lnstituto grifols, s.a. (Ig) upon the reception of the notified incident, it was requested additional information such as the experience of the user with the product, if any leakage observed at the connection, as well as the availability of pictures/sample. To date, no additional information received, and the sample was not returned . According to our standard procedures, it was initiated an investigation focused on the following: a. Investigation of the dual applicator tip: considering the nature of the reported incidence, it was requested to ethicon to carry out an investigation of the batch of tip involved, as ethicon is the supplier of vistaseal dual applicator. The investigation was focused on reviewing the results of batch records for the batch of tips used. It is concluded that all the components parts utilized for the involved batch met the established specifications with no incidents related. B. Results of quality control performed at ig facilities: lnstituto grifols, s.a. Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch, a04j112191 was performed. The results were found correct within specifications and no deviations were detected. Even though a definitive root cause cannot be determined, considering that there were no evidences detected during the manufacturing process of the tips, and the results of the incoming inspection of the tips were correct, it can be concluded that the reported notification is not related to the quality of the components used. We would like to remark the importance of following the leaflet instructions regarding the tip connection instructions. However, in order to record the reported incidence related to the dual applicator, we will track in our system the reported incidence for monitoring it with the supplier of the related tips. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: e1. Initial reporter facility name. Corrected d4 lot: d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4: the actual device batch number associated with this event is not known. The following are the possible batch numbers: (B)(6), (B)(6). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). Additional information: h6. Type of investigation . A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3398067 mfg date: 8/4/2023, exp date: 8/4/2028. Batch 3404046 mfg date: 8/20/2023, exp date: 8/20/2028. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2024 and a fibrin sealant preparation device was used. The scrub tech stated that they were unable to loosen the grey lure nuts on the open tip to attach the laparoscopic applicator. Another like device was used to continue with the procedure. No adverse patient consequences were reported. Additional information was requested.